Event description:
Kuntz, 2020 ¿ pathology and multimodality imaging of acute and chronic femoral stenting in humans twelve stented femoral lesions removed at surgery (n ¼ 10) and at autopsy (n ¼ 2) were obtained from 10 patients (median age 74 years; interquartile range [iqr]: 66 to 82 years) with histories of peripheral artery disease (critical limb ischemia in 7) (7 men and 3 women). All specimens underwent radiography, micro computed tomography, and histological assessment. Surgical removal was required because of the need for repeat revascularization because of poor runoff of the profunda from heavy calcification. Repeated revacularization of the stented limb - 6 stents were obtained this way.